Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation the root cause of the bare wires was determined to be a worn/damaged cord, which was likely due to accidental mechanical damage or wear and tear over the life of the unit. The root cause of the missing screw was likely due to vibrations during use, losing the screw during non-stryker repairs, or from improper loctite application. The root cause of the smell like smoke when running was determined to be from corrosion due to buildup during normal use or non-specified cleaning procedures.

Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation it was found that there were bare wires exposed in the cord. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event. It was also noted that the device was missing a shaft screw and when running it smelled like smoke.